Event description:
It was reported that the hemostar dialysis catheter was inserted on (B)(6) 2011. On (B)(6) 2011, it was noticed that the catheter had migrated out of tunnel without the cuff attached. On (B)(6), an unsuccessful attempt to remove the cuff from the subcutaneous tissue. Catheter was removed.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "on (B)(6) 2011, it was noticed that the catheter had migrated out of the tunnel without the cuff attached." The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lhr review is not possible, as no mfg lot number has been provided by the complaint.